Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/pelvic floor issues. It was reported that there were low and high impedance readings. During an interrogation of the device, the impedance readings for lead 2 and can were in the 200s and there were high impedance readings for lead 2 and 3 and for 3 and can. It was noted that there were no environmental/external/patient factors that may have led or contributed to the issue. The patient was scheduled for replacement, a new neurostimulator was placed, and impedance readings were back to normal. It was thought that the header block of the explanted neurostimulator was cracked. The issue was resolved at the time of the report. The patient¿s medical history included gastroparesis. No further complications were reported/anticipated.